Event description:
It was reported that pump displayed battery not charging alerts related to power source and usb connection. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing charging cable and wall adapter, and tandem technical support arranged shipment of replacement charging supplies while advising against continued use of non-tandem charging equipment.